Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that at the user facility the device was overheating. The user facility was not able to provide any further information regarding the reported event.

Event description:
It was reported that at the user facility the device was overheating. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
The reported overheating was confirmed by a manufacturer repair technician through functional evaluation. Upon disassembly, it was a loose drive link was found, which can lead to the reported event.